Event description:
It was reported that during a scheduled upgrade procedure, this pacemaker was found to be in safety mode. It was noted during a previous device check in may 2024 the estimated remaining battery longevity was four months to elective replacement indicator (eri). The upgrade procedure was performed as scheduled, and a cardiac resynchronization therapy pacemaker (crt-p) was successfully implanted. The procedure was successful with no adverse outcomes for patient. The explanted pacemaker will be returned for laboratory analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device case was unremarkable. The device had no telemetry and was unable to be interrogated. The device case was opened, and internal visual inspection revealed no irregularities. When connected to the external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the clinically observed safety mode was likely caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery depletion, and analysis of the battery found no anomalies.

Event description:
It was reported that during a scheduled upgrade procedure, this pacemaker was found to be in safety mode. It was noted during a previous device check in may 2024 the estimated remaining battery longevity was four months to elective replacement indicator (eri). The upgrade procedure was performed as scheduled, and a cardiac resynchronization therapy pacemaker (crt-p) was successfully implanted. The procedure was successful with no adverse outcomes for patient. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.